Manufacturer narrative:
According to the customer, in (B)(6) 2024 while transferring her grandmother in the lift it "tipped over", and she was "pinned between the lift and a chair" while her grandmother remained "suspended in the air". The customer reported the company the product was purchased from stated "something was wrong with the hydraulics". The customer reported after the incident occurred, she had an "MRI" which resulted with an "ac joint and rotator cuff tear" that required "injection therapy" and "physical therapy". The customer reported she continues to have "radiating pain" and "limited mobility" despite the current medical treatment. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, in (B)(6) 2024 while transferring her grandmother in the lift it "tipped over", and she was "pinned between the lift and a chair" while her grandmother remained "suspended in the air".